Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. The device was unable to fire while cutting lung fissure. The surgeon was able to press the green button but was not able to squeeze the handle. The case was completed using another stapler. There was no patient injury.